Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Customer received the low battery alerts/alarm. As customer was not using pump at the time of the report, tandem technical support was unable to determine cause of event. Customer's blood glucose was 170 mg/dl. Upon follow up, contact reported pump was charged and insulin therapy was resumed